Event description:
It was reported that the patient always felt like her first pump did not work right from the day she got it. At times the patient felt like she was getting too much medication, and other times she felt like she was not getting any. At times the patient would go to stand up and her legs would feel like marshmallows, and other times they were stiff as a board. The patient's current pump system was being used to infuse baclofen (unknown) and methotrexate. The specific medications in the previous pump system were unknown, and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).